Manufacturer narrative:
(B)(4). Method: the warmer head assembly, without the controller assembly, was returned to fisher & paykel healthcare (fph) service center in (B)(6). The returned assembly was visually inspected, repaired, and performance tested, as per infant warmer product technical manual by a qualified fph service engineer. After the repair, the heating element and the upper head harness connector were returned to fph (B)(4) for further investigation. The returned components were visually inspected. The electrical resistance of the heating element was also tested using a calibrated multimeter. Our analysis is accordingly based on the service report and photographs provided by fph service center in (B)(6), and also the results of the investigation conducted at fph (B)(4). Results: the heating element passed the electrical resistance testing; however, visual inspection showed its insulation ring was damaged. The harness connector housing was found discoloured. Photographs showed that the plastic connector housing had disintegrated and the warmer head casing was also discoloured. A lot check revealed no other complaints of this nature for lot number 090715. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. Previous investigations of similar complaints revealed that the discoloured harness connectors of the infant warmers were most likely the result of arcing that occurred between two electrical contacts, leading to contact failure. The arcing was most likely caused by a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). The entire harness is enclosed in a ul v-0 rated fire retardant enclosure. Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The discolouration observed on the warmer head casing is related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The product technical manual of the infant warmer features a diagram of the infant warmer which highlights the plastic surfaces of the unit containing components made from (B)(6), and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning products. The warmer head assembly was repaired and returned to the hospital after passing electrical safety test and performance checks specified in the infant warmer product technical manual.

Event description:
A hospital in (B)(6), reported that the iw934jeu baby control cosycot infant warmer displayed an e17 error code. They further reported that they noticed that the harness connectors were discoloured. This was found before patient use.

Manufacturer narrative:
(B)(4). We are in the process of obtaining the complaint device for inspection. Our investigation is in progress and we will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6), reported that the iw934 cosycot infant warmer displayed an e17 error code. They further reported that they noticed that the harness connectors were discoloured. This was found before patient use.